Event description:
It was reported by service report that the cot retaining post is broken off the stretcher which could affect cot fastening. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.